Event description:
A vacuum pump vessel in the patient's tower basement caught fire in 2006 and initiated a code red with response from the fire department and hospital staff. Upon investigation, it appears the flat vacuum vessel associated with the pump exploded internally with enough force to blow a threaded plug out and this is where the fire started.